Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad is undamaged and all buttons were responsive. The keypad cover was opened and there was no contamination found under the contacts. The pump was opened and there was moisture found on the keypad flex connector.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.